Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving saline 1mg/ml dose not reported via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient¿s medical history included cancer. On (B)(6) 2018 it was reported that the patient was a cancer patient and had not had their pump refilled for some time due to his radiation and chemotherapy. The pump had reached normal eos (end of service) and today they planned on replacing the pump and potentially revising the catheter. The reporter also stated they suspect that the pump was flipped because they could see the port was not in the correct position and the patient had lost weight. Per the reporter,in the past they had tried to access port but they were not able to probably because it had been flipped at that time as well. The company representative further stated that they were unable to read the catheter information (catheter volume/length) with the new clinician programmer and had to revert to the 8840 clinician programmer to gather the information. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that there was not a specific cause for the inability to aspirate the catheter during the pump replacement for eos (end of service). No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are : product ID: 8731sc, serial# (B)(4), ubd 2011-05-06, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that the catheter was not able to be aspirated at all during the pump replacement for end of service, so the surgeon replacing the pump decided it was best to replace the catheter. In regards to being unable to read the catheter information (catheter volume/length) with the new clinician programmer the reporter stated that rebooting the tablet did not resolve the issue and a pump update was not performed. When the reporter was asked to confirm if the specific information that was missing from the session report was the catheter volume/length the reporter stated that from the interrogation report the catheter model and catheter volume/length was missing in the report. Now, when they go to the session report it is now showing all information. No further complications were reported and anticipated.